Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (age, gender) and a heavily calcified aortic annulus caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, although valve implant position was good (90/10), after deployment a transthoracic echo was performed and a leak under the left cusp was noted. The patient became unstable, and a transesophageal echo indicated that there was a pericardial effusion that led to cardiac tamponade which was treated with drainage of the pericardium. The leak was still ongoing despite protamine and medication provided to stabilize the patient. The patient was sent to ICU for compassionate care. The patient is still in the hospital but doing well. The patient is neurologically intact, and the kidneys are working well. The patient still has a peri-aortic hematoma, but no diffusion in the pericardium. During the procedure, there were complications regarding the restoration of blood pressure, although it was restored to normal.